Manufacturer narrative:
Section a4 and a5: unknown/ not provided. H3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a lens was explanted due to the patient being unable to focus postoperatively, experiencing halos and haze. The patient was unable to perform one or more daily activities post-surgery, and secondary surgical intervention was required. The lens was removed and replaced during a secondary surgical procedure with (B)(6). No further information is available.